Event description:
It was reported the patient¿s first implantable neurostimulator (ins) was taken out because it ¿broke down.¿ the patient stated it broke down because the electrodes had broken. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3887-33, lot # l80843, implanted: (B)(6) 2000, product type lead; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(4) 2000, product type programmer, patient. (B)(4).